Event description:
-Consumer reported to eli lilly case # (B)(4). While on insulin lispro kwikpen therapy, she experienced brusing when using a longer size bd. Needle. -consumer reported to eli lilly same case # (B)(4). On an unknown date using semaglutide therapy taking for the first month, she got hives. So bad they were itchy and bloody. She stopped the injections for a couple of weeks and went back to injecting, but 1/2 the doses. - consumer reported to eli lilly report # (B)(4). On an unknown date she had three faulty kwik pens, that failed inside. They twisted part, they would twist but they did not dial any insulin. Clogged. Lispro insulin discontinued using with doctors direction dc. Unknown date. On all events. Lot # unknown. Catalog# unknown bd longer length pen needles. Sample status sending mail kit to consumer address. We don't have a phone number. Dc.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.